Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage (bathroom).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 133mg/dl - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer provided that they have had recent changes to diet, and exercise. The product is stored in the bathroom. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is month of (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.